Manufacturer narrative:
Concomitant medical product(s): d274trk crt-d, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high threshold. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.